Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
A poly exchange was reported. The surgeon removed the old poly and implanted a new head and liner.

Event description:
A poly exchange was reported. The surgeon removed the old poly and implanted a new head and liner.

Manufacturer narrative:
The event was not confirmed as the reported device was not returned for evaluation. Not performed as insufficient medical records were provided. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Chr not performed as the failure event and the reason for the revision is unclear. The exact cause of the event could not be determined because insufficient information was provided.